Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing of the infusion set broke away from the claw. The patient noticed the disconnection because she experienced elevated blood glucose levels as high as 439 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Discarded, will not be returned.